Event description:
Information was received that during implantation the surgeon noticed via x-ray that the nail was slowly distracting out while being malleted in. After realizing this, the nail was removed and another nail of the same diameter/length was implanted. The nail needed to be replaced two more times in order to complete the procedure. Complaint 2 of 3

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection was conducted and there was no physical damage observed. X-rays were taken of the internal components and revealed that first groove of the retaining gear had sheared. There were also gaps observed at the end keeper and housing tube interface. Functional testing was performed and the nail was able to be distracted with the standard fast distractor and electronic remote controller (erc). Force testing failed as the device did not meet passing requirement for force. A root cause is unable to be determined, however, it is likely that the retaining ring failure is due to a manufacturing/supplier issue. A corrective action request (car) has been initiated to determine a root cause and any appropriate actions that are deemed necessary. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.